Event description:
During an in-clinic follow-up, episodes of non-sustained right ventricular oversensing due to a loss of capture was observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.